Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher comb was damaged. No adverse events were reported as a result of this malfunction.

Event description:
No additional information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was february 19, 2016 where it was reported that the comb was damaged and the ball detent, roller, bushings, side plates, comb, ratchet and gears. Were replaced. This is not a related issue. Zimmer biomet australia has not previously repaired/evaluated 1.5:1 ration cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on october 31, 2018 revealed that the pre-testing could not be performed due to the bent comb. The shoulder bolts. Washers and nuts were all worn. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet australia on october 31, 2018 which included replacement of the belleville washers, should bolts, cap nuts and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was bent. The root cause of the damaged comb could not be determined with the provided information since it is unknown how the comb became bent. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.